Manufacturer narrative:
Smith & nephew orthopaedics ltd. Is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew orthopaedics ltd has not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that right hip revision surgery was performed due to loosening of the acetabular component.